Event description:
It was reported to boston scientific corp that on (B)(6) , 2009 an ultraflex esophageal stent was used during an esophageal stenting procedure performed on a pt. According to the complainant, during the procedure while deploying the stent, the deployment suture separated leaving the stent partially deployed 1.5 cm. The procedure was completed with a different device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Partial deployment. Although, the suspect device has been rec'd, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).